Event description:
During the coil embolization procedure assisted with unspecified enterprise vrd of ic ophthalmic artery, the 8th coil (orbit rdfl complex standard 638cs1230/15333815) was inserted into the (mc) microcatheter and was pushed forward, but the embolic coil became coiled in the hub of the mc. Therefore, the coil system was withdrawn from the mc, fixed it up, and re-inserted into the mc, since no damages were observed on the coil at that time. Then, the same coil system was delivered into the aneurysm without any difficulties, but then there was difficulty to detach the coil on the first attempt, but on the second attempt, the coil successfully detached in the target aneurysm. It is unknown if the red zone was exceeded or not. The orbit delivery system was safely removed from the patient and was discarded, and there were no issues noted during removal of the delivery system. Afterwards, the 9th axium coil (covidien (B)(4)) was delivered in the same mc, but something like a proximal marker band of the previous orbit projected upward from the distal end of the mc. Therefore, both the axium coil and the mc were removed from the patient as a unit, and the mc was inspected, but since there were no damages or foreign matters observed in the mc, the procedure was continued. The axium and several coils were safely placed in the target aneurysm using the same mc and the procedure was completed without any further issues, patient injury or complications. The patient was in a stable condition. When the physician looked at the trash bin carefully, there was a delivery tube which was separated into two at the gripper and without a coil. The proximal piece of the separated gripper could not be found anywhere. It is unknown when exactly the delivery tube was separated but the physician suggests that the possibility of coil remaining in the aneurysm, and considers that the damage occurred during the coil detachment or during removal of the delivery system.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During detachment and removal of the delivery system, constant fluoroscopy was performed, and a cd copy of the procedure was not available. Other than the reported event, no other damages were noticed with any other section of the delivery system/introducer (kink, bend, fracture, separated, etc). Prior to use, no defect (kink, bends etc) was noted on coils and microcatheter by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to the event, a jailed technique was used for the procedure, and the mc was correctly placed (excelsior sl10, either str or 90°) at the target aneurysm, 7 embolic coils were placed with no issues noted. No information regarding the characteristics/size of the aneurysm, and the parent vessel was not calcified and moderately tortuous. Other than that, there was information regarding the characteristics/size of the parent vessel. Mrs was unknown. There is no information regarding antiplatelet therapy. No information regarding inr, pt, ptt and the occlusion rate of the aneurysm. The devices utilized during the procedure including chikai 14/asahi intec, synchro/stryker, mac1 mp 7fr/stryker, excelsior sl10 str, excelsior sl10 90°. No further information is available and procedural images are not available. The complaint product is going to be returned for evaluation whereas the microcatheter is not available. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A non-sterile orbit rdfl complex standard was received coiled/folded inside of plastic bag. The hypotube was inspected and several kinks, bends and waves were noted throughout the entire hypotube, additionally, it was found broken. The introducer was unzipped and kinked. The support coil was noted to be elongated and separated; the broken piece of the support coil, the gripper and embolic coil were not returned for analysis. The hypotube was inspected under microscope and evidence shows that it was kinked before breaking occurred. Additionally, support coil was confirmed to be elongated which caused the separation. The od from the delivery tube was measured and was found within specification. Functional test could not be performed due to the returned condition of the instrument (kinked, bent, broken and separated). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures reported by the costumer as ''difficulty to detach'' and ''impeeded'' could not be evaluated due to the returned condition of the device (broken, bent, kinked and separated). The failure reported by the customer as ''separated-during use'' was confirmed. Evidence on the hypotube shows that it was kinked before breaking occurred. The cause of the separated support coil was elongation until separation. The cause of the damages found could not be conclusively determined, however, neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Inspections are in place that prevent these kinds of damages from leaving the facility. Additionally, per ch&ss investigation ''prior to use, no defect (kink, bends etc) was noted on coils and microcatheter by visual inspection.'' Therefore, no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Difficulties during insertion into the hub of the microcatheter followed by difficult detachment of the orbit coil were reported. Following this, with placement of the next coil it appeared that something like the proximal marker band of the previously placed orbit projected upward out of the microcatheter. Nothing was found with removal and inspection of the microcatheter and the procedure was continued. However, after the procedure, when inspecting a discarded orbit delivery system it was noted that the delivery tube was separated in two at the gripper without the coil. It is suggested that the missing distal end remains in the aneurysm and that the damage occurred during the coil detachment or during removal of the delivery system. The patient was in a stable condition. The procedure was a coil embolization procedure assisted with unspecified enterprise vrd of an internal carotid- ophthalmic artery aneurysm. There is no information regarding the characteristics/size of the aneurysm, and the parent vessel was not calcified and moderately tortuous. Other than that there was no further information regarding the characteristics/size of the parent vessel. A jailed microcatheter (mc) technique was used for the delivery of the coils. The mc (excelsior sl10, either str or 90 degrees) was correctly placed at the target aneurysm. Prior to the event 7 embolic coils were placed with no issues noted. When inserting the and pushing the 8th coil, a 12x30 orbit rdfl complex standard coil ((B)(4)) forward, it was found that the embolic coil got coiled in the hub of the mc. Therefore the coil was withdrawn from the mc "fixed it up" and re-inserted the coil into the mc. No damages were observed on the coil at that time. The coil was delivered to the aneurysm without any difficulties. However, the coil did not detach on the first attempt. On the second attempt, the coil was successfully detached in the target aneurysm. It is unknown if the red zone exceeded or not. The delivery system of the orbit was safely removed from the patient and was discarded. There were no issues noted during removal of the delivery system. Afterwards, when advancing the 9th coil (axium/covidien (B)(4)) in the same mc, something like a proximal marker band of the previous orbit projected upward from the distal end of the mc. Therefore, both the axium and the mc were removed from the patient as a unit. The mc was inspected and since there were no damages or foreign matter observed in the mc, the procedure was continued. The axium and several coils were safely placed in the target aneurysm using the same mc and the procedure was completed without any further issues, patient injury or complications. The patient was in a stable condition. When the physician looked at the trash bin carefully, there was a delivery tube which was separated into two at the gripper and without coil. The proximal piece of the separated gripper could not be found anywhere. During detachment and removal of the delivery system, constant fluoroscopy was performed. Other than the reported event, no other damages were noticed with any other section of the delivery system/introducer (kink, bend, fracture, separated, etc). Prior to use, no defect (kink, bends etc) was noted on coils and microcatheter by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The devices utilized during the procedure including chikai 14/asahi intec, synchro/stryker, mac1 mp 7fr/stryker, excelsior sl10 str, excelsior sl10 90 degrees. No further information is available and procedural images are not available. A non-sterile orbit rdfl complex standard was received coiled/folded inside of plastic bag. The hypotube was inspected and several kinks, bends and waves were noted throughout the entire hypotube, additionally, it was found broken. The introducer was unzipped and kinked. The support coil was noted to be elongated and separated; the broken piece of the support coil, the gripper and embolic coil were not returned for analysis. The hypotube was inspected under microscope and evidence shows that it was kinked before the breaking occurred. Additionally, the support coil was confirmed to be elongated which caused the separation. The od from the delivery tube was measured and was found within specification. Functional testing could not be performed due to the returned condition of the device (kinked, bent, broken and separated). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported initial insertion difficulty and difficulty to detach the coil could not be evaluated due to the returned condition of the device (broken, bent, kinked and separated). Separation of the distal end of the delivery system (support coil) was confirmed. The analysis indicates that there was elongation until separation. Additionally, there was separation of the hypotube. Evidence indicates that it was kinked prior to the breakage occurred. It was reported that during initial insertion attempt the coil coiled up in the hub. This would indicate that the introducer was not fully seated and secured in the mc hub prior to transfer/advancement of the coil from the introducer to the mc as outlined in the instructions for use. It is possible that this may have caused some damage to the coil delivery system which may have contributed to the difficulty to detach and/or hypotube separation. Although not evident based on the available information, based on the analysis it appears that procedural factors/device manipulation are possible contributing factors. Although the root cause of the reported event and the extensive damages found on the returned device could not be determined, neither the analysis nor the device history records review indicates a relationship to the manufacturing process. Therefore, no corrective actions will be taken at this time.